Manufacturer narrative:
One sample was received for analysis and the reported issue of low readings could not be confirmed. An inspection of the unit was performed and the unit generated consistent readings consistent readings without issue. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Medtronic received a report the sp02 monitor provided low (sp02) readings. Customer indicated there was no patient injury with this event.